Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter , first presented ( veterinary case) with a 1 day history of vomiting/gulping after a walk- owner noted that he had ingested a large brown spiky sticky burr that was attached to his fur. Clinical examination was unremarkable apart from a slightly tense/painful abdomen. Treated symptomatically with cerenia and ranitidine. Presented again. There had been no further vomiting but judged to be significant discomfort in the throat area. Radiographs were taken which showed no conclusive evidence of fb and he received nsaids to treat this inflammation. The working diagnosis at this point was seen at ooh over weekend and received supportive treatment. Admitted for further imaging and ex-lap. Ex-lap was performed. Linear fb with perforation in duodenum on omental border. Enterotomy closed with inverting continuous patter with biosyn 2-0 and then unable to close perforation- devitalised at border therefore bowel resection. Simple interrupted with biosyn 2-0. Flushed with saline. Augementin and metronidazole administered. Next day, deteriorated by the evening and temp starting to rise, vomited green fluid and free fluid in abdomen. Elected to go back in- enterotomy site ok but enterectomy site- duodenal edges blackened and leakage here, repeated bowel resection (including original enterotomy site ) this time with pds 3-0. Tube placed for post-operative feeding. The bowel had already perforated at the time of surgery. There was concurrent suspected oesophagitis secondary to burr ingestion because of the nature of the fb- ie linear, the x-ray pattern wasn¿t typical of a fb and there was a delay from initial presentation to surgery and in the time he had received cerenia and nsaids. Post-op ileus. Patient status: euthanasia to death.